Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed because the disposable set was not returned to baxter, there was no lot number given and no issues and no deviations from standard procedure were reported. The complaint investigation did not describe any types of use errors that might have caused potential contamination. Therefore, the complaint is not confirmed and the assignable cause is determined as no device malfunction or use error identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
This report was received from global pharmacovigilance (gpv) and is a report by a physician from (B)(6) of died in sleep and aseptic peritonitis in a (B)(6) male patient coincident with extraneal viaflex and physioneal unspecified therapies. On an unreported date, the patient began extraneal viaflex and (ip) for peritoneal dialysis (pd) via automated peritoneal dialysis (apd). On (B)(6) 2012, the patient began extraneal viaflex lot and physioneal therapy. At the time of this report, the action taken with extraneal and physioneal therapies was ongoing until time of death. On (B)(6) 2012, the patient went to the hospital for cloudy effluent. The patient was sent home and began remedial therapy with kefzol. The physician stated the patient had aseptic peritonitis. On (B)(6) 2012, baxter received notification of the patient's unexpected death in his sleep. The cause of death was unknown. Aseptic peritonitis -not recovered prior to death. It was unknown if an autopsy was performed.

Manufacturer narrative:
(B)(4). The date of onset of this peritonitis episode is unknown and as patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted.